Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional patient injection with 0.5 ml juvéderm® volbella¿ with lidocaine in the "lower eye lead (left and right)". After injection, patient was feeling good without signs of any effects or bruises. One month later, patient developed feelings of bumps in the "lower eye lead (both sides). "Patient has granuloma and schedule hyaluronidase injection..appropriate therapy will be applied hyaluronidase injection". No biopsy results have been reported. Symptoms on-going.